Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) : the actual device was not received for evaluation, however, performance data was collected from the device. Analysis revealed no anomalies found because the save to disk provided was not useable, no s2d analysis data was reviewed.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the lead integrity alert (lia) was triggered by the sensing integrity counter (sic) and non-sustained tachyarrhythmia (nst) episodes due to oversensing as noted on the right ventricular (rv) electrogram (egm). It was further reported that the lead was capped and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the lead integrity alert (lia) was triggered by the sensing integrity counter (sic) and non-sustained tachyarrhythmia (nst) episodes due to oversensing as noted on the right ventricular (rv) electrogram (egm). It was further reported that the lead was capped and replaced. No patient complications have been reported as a result of this event.